Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and critical pump error. The customer¿s blood glucose level was 145 mg/dl at the time of alert. The customer was assisted with troubleshooting and display did not returned. The customer was received a screen with a book and a red x. The customer was reported that they received a critical pump error image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. No blank display noted.